Event description:
It was reported that during a procedure, the 2500 system froze and was not able to make x-rays from either the foot switch or unit control. Rebooted system and completed the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.